Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized for the event. The peritonitis was manifested by abdominal pain. The cause was not reported. Treatment and the patient outcome were not reported. On an unreported date, the patient's pd catheter was removed due to the event. Additional information is not available.